Manufacturer narrative:
H3: device evaluated summary- after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screw. Additional information- d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of cervical spondylotic myelopathy. It was reported that fixation was performed at o-c5 with infinity. All occipital screws had backed out together with plate less than 2 months after operation. Reoperation was scheduled. Occipital cervical fixation was procedure performed and o-c5 was levels implanted. Re-hospitalization required for reoperation. Patient did not achieve solid fusion because it was less than 2 months after operation. There was health damage on the patient. Reoperation was the patient symptoms or complications as a result of this event. There was no device breakage. Product used correctly according to the directions given in the IFU/labeling. Devices were implanted and remains in service. Hcp commented that compared to others, occipital screw loose and backout increased. Additional information received on 03-feb-2021. It was reported that since the fixation had become insufficient, the symptoms would continue to be worsen, so reoperation was necessary. Revision surgery was performed on 15-01-2021. The plate was reused. Only the screws had been collected during revision surgery and returned. No further complications were reported.

Manufacturer narrative:
Additional information: h10: radiographic image review result- CT image and plain x-ray of oc fusion. On provided x-ray the construct looks intact except for a screw backout, an another the occipital plate is completely disconnected from the skull base. The CT image shows the screw depth after the pull out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.